Event description:
This supplemental report is being filed due to device evaluation done. Boston scientific received information that the right ventricular (rv) exhibited high pacing thresholds. Additional information obtained from the field representative indicated that the suspected cause of the issues was due to exit block. The lead was replaced. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the right ventricular (rv) exhibited high pacing thresholds. Additional information obtained from the field representative indicated that the suspected cause of the issues was due to exit block. The lead was replaced. The rv lead was explanted. No additional adverse patient effects were reported.